Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detachment occurred. Vascular access was obtained through the radial artery. The 80% stenosed, de novo and eccentric lesion was located in the moderately calcified and moderately tortuous proximal circumflex (cx) artery. The lesion was 3mm in diameter and 12mm in length. The lesion was pre-dilated with another manufacturer's 3mm x 12mm balloon catheter resulting in a 35% residual stenosis of the lesion immediately after pre-dilation. During bifurcation treatment with another manufacturer's stent the choice guide wire was positioned outside the stent. Upon attempt to withdraw the choice guide wire, significant resistance was encountered and fracture was noted. The physician recovered the guide wire tip successfully by inflating a balloon catheter inside the guide catheter to secure the guide wire tip in the guide catheter and then removing the entire system together. No further patient complications were reported. The procedure was completed with another of the same device and another manufacturer's stent was implanted. The patient status was reported as "stable."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detachment occurred. Vascular access was obtained through the radial artery. The 80% stenosed, de novo and eccentric lesion was located in the moderately calcified and moderately tortuous proximal circumflex (cx) artery. The lesion was 3mm in diameter and 12mm in length. The lesion was pre-dilated with another manufacturer's 3mm x 12mm balloon catheter resulting in a 35% residual stenosis of the lesion immediately after pre-dilation. During bifurcation treatment with another manufacturer's stent the choice guide wire was positioned outside the stent. Upon attempt to withdraw the choice guide wire, significant resistance was encountered and fracture was noted. The physician recovered the guide wire tip successfully by inflating a balloon catheter inside the guide catheter to secure the guide wire tip in the guide catheter and then removing the entire system together. No further patient complications were reported. The procedure was completed with another of the same device and another manufacturer's stent was implanted. The patient status was reported as "stable."

Manufacturer narrative:
Device evaluated by manufacturer: the returned guide wire was received with its distal spring tip fractured approximately 0.2 cm from the distal end and with its coil unraveled. The fractured piece was also received in an unraveled condition. Visual examination of the guide wire revealed kinks at 7cm and 35.5 cm from the proximal end respectively. The measurement of the outer diameter is within the maximum specification. The fractured guide wire was sent to the analytical lab for further analysis. Analytical analysis of the guide wire tip revealed that the core wire fracture occurred within the flat ribbon section adjacent to the flat / round wire interface. The fracture site exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited elongated dimple ruptures in tear along with material separation or micro cracks running the width of the fracture surface. No material anomalies were noted. Analytical analysis of the spring tip revealed that the fracture site exhibited a noticeable twist and surface wear from some rubbing action as it unraveled. The fracture surface exhibited dimpled ruptures in shear / tear. No material anomalies were noted. The core wire sample fractured due to a bending overload moment. The spring sample fractured due to a combination of torsional / shears / tear loading. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).